Event description:
Complainant alleged that while preparing to upload the device with new software the device inappropriately shut down and displayed a red "x". Complainant indicated that there was no patient involvement in the reported malfunction.